Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with injection of vancomycin (2 gram, frequency not reported), injection of meropenem (1 gram for 2 exchanges per day) and injection of colistin (2 million units, once a day). The cause of the peritonitis was unknown. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.